Manufacturer narrative:
Product event summary: analysis confirmed the reported event; upper case, lower case and ventricular output connector are broken. Analysis also found the battery release and side bail covers are contaminated. Lead flex cover is corroded, battery contacts are compressed, battery drawer is damaged, serial number label is torn, and encoder flex is out of mechanical specification (traces are not centered).

Event description:
It was reported the ventricular connector and case are broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.